Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a delamination valve, a delamination plug strap disk shell, a creases fold and white particles inner device. A leak test and microscopic analysis was performed which identified a total delamination of the valve and plug strap disk shell and an opening crack. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A delamination total of the valve and plug strap disk shell (adhesive failure).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed and/or corrected data: b.5, d.6b, d.9, h.3, h.6.